Event description:
General report received of an unspecified number of undocumented incidents of leakage of unspecified solutions; subsequently, blood loss was noted. The nurses reported leakage of IV solution and blood at the "junction of the connector to the catheter." The amount of blood loss was not specified. The extension sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested. No additional information was provided.

Manufacturer narrative:
A representative device is expected to be returned for investigation. It has not yet been received.